Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging short battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - device evaluation: the device has been returned and evaluated by product analysis on 01/06/2015 with the following findings: a review of the black box and alarm history showed multiple ¿low battery¿ warnings. The black box indicated a voltage drop had occurred. Visual inspection revealed that the battery compartment was intact. The returned battery cap was able to fully tighten and the pump powered on normally. Current draws were found to be within required specifications. The pump cover was removed and there was no evidence of loose components or of moisture. The complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.